Event description:
Health care professional reported homepatient was overfilled while using the homechoice cycler for apd therapy. Health care professional states the homechoice cycler advanced into the first fill before the home pt was completely drained in the initial drain, removing only 35ml from the home pt. A remainder of approx 1965ml was left in the home pt from his previous therapy when the cycler advanced into the first fill. During the first fill, the home pt rec'd his preprogrammed fill volume of 2000ml. Therapy continued until the health care professional noted the home pt was in respiratory distress, and immediately placed the homechoice into a manual drain. Approx 4000ml was manually drained from the home pt. According to the health care professional, there was no pt injury or medical intervention as a result of this incident.